Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Event description:
Device report received from synthes (B)(6) reports an event in (B)(6) as follows: a patient with a fracture of the femur shaft was implanted with an intramedullary nail on (B)(6) 2013. Patient went to nonunion and was returned to the operating room on (B)(6) 2013 for removal of nail and revision to a locking compression plate (lcp) with bone graft. The surgeon could not confirm healing and the plate broke. The patient was returned to the operating room on (B)(6) 2013 for removal of the broken plate and revision to another lcp plate. This report is 1 of 1 for complaint (B)(4).

Event description:
Intramedullary nail (manufacturer/part number unspecified) was implanted for patient who had a fracture of femur shaft on (B)(6) 2013. The false joint (non-union) occurred, so, the locking compression plate, curved plate was implanted with bone transplantation after removing the nail on (B)(6) 2013. Surgeon could not confirm the bone healing and the locking compression plate, curved plate was broken off. During revision (B)(6) 2013 the broken plate was removed and the narrow locking compression plate was implanted.